Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for peritonitis and remained ongoing for one month. On an unreported date the patient was switched to hemodialysis therapy. It was not reported if the patient was recovered from the event. No additional information is available.